Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the atlan has been displaying error codes while in use (err messages in display), and the unit was reported to have shutdown down late yesterday after displaying err, display went black and the unit shutdown. No reported patient injury.

Event description:
It was reported that the atlan has been displaying error codes while in use (err messages in display), and the unit was reported to have shutdown down late yesterday after displaying err, display went black and the unit shutdown. No reported patient injury.

Manufacturer narrative:
For the investigation the provided logfile was analyzed. The reported ¿err messages¿ being reportedly alarmed prior to the restart could neither be reconstructed nor confirmed. Nevertheless it was found that on the date of event the system performed a reboot during ongoing ventilation. In case of such a reboot, therapy is be interrupted briefly. After a maximum of 15 s, the ventilation is automatically continued with the latest valid device setting as it was in this special case. Manual ventilation remains possible at all time. Root cause for the reboot was a problem within the memory allocation. This memory allocation takes place via the m48 board, it was found that a sd card, which is located on this board, was faulty. On site the respective sd card was replaced and the device was tested according to the manufacturer's specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb, in case it is decided that measures are necessary, this is derived from the pqb.